Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for approximately two years. As such, the ipg would no longer communicate with external devices and was determined to be inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017. During the procedure, it was determined the patient's leads (competitor leads) were not working as intended. As such, the ipg was explanted during the procedure, but not replaced. The patient currently does not have any (B)(4) devices implanted.